Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 96 mg/dl. The customer had symptoms such as nausea. Customer declined to troubleshoot for high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. It was also reported that the reservoir was leaking at the transfer guard during filling. Troubleshooting was not completed. The reservoir will not be returned for analysis.